Manufacturer narrative:
Combination product: yes, the device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Noise can be seen on the ff channel. Shock impedance has trended down in the last year, as has the rv sensing amplitude. No noise is currently seen on the rv channel. It appears the noise on the ff has been present as far back as (B)(6) 2023, which was when the first iegm was transmitted to the hmsc. Lead remains implanted. No adverse patient events reported.